Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Launch clinical. It was reported that during a clinical trial drug eluting stenting procedure a dissection occurred. The index procedure treated 2 lesions. Target lesion 1 was a de novo lesion in the proximal right coronary artery (rca). The lesion was 3 mm wide, 12 mm long, and 60% stenosed. The physician predilated the lesion with a 3.0 x 15 mm maverick 2 balloon. A 3.0 x 16 mm taxus liberte stent was placed. Postdilatation stenosis was 0%. Target lesion 2 was a de novo lesion in the distal rca. The lesion was 3 mm wide, 20 mm long, and 90% stenosed. There was severe calcification. The lesion was prepped with a cutting balloon and predilation with a 3.0 x 15 mm maverick 2 balloon. During predilation, the balloon burst and a grade f dissection occurred. There was contrast agent parallel to the vessel lumen but the dissection could not be qualitatively assessed in any detail due to the total occlusion that it caused. The patient experienced severe chest pain, st elevations, and a rise in systolic blood pressure to 205. A 2.75 x 12 mm taxus liberte stent was placed, as well as 4 non boston scientific bare metal stents in overlapping fashion. The stents completely covered the dissection and the lesion was post dilated with a 3.0 x 15 quantum maverick. Post dilatation stenosis was 0%. The patient had no residual symptoms. The patient was discharged that same day on aspirin and plavix.